Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the venous patient/needle connector of a cartridge extended dialyzer line during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation (as it was discarded) and the lot number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.